Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that the patient developed a rash underneath the mass and tape approx 8 weeks before the receipt of this issue. The patient presented to his dermatologist and was prescribed medicated creams to apply the affected areas. At a follow up visit, approx 5 weeks later, the physician reportedly noted the rash had dissipated with treatment and the patient was advised to continue treatment. No further patient complications were reported as a result of this event.